Event description:
Reference number (B)(4). Event occured in the united states. Patient reported a bent cannula in an infusion set on (B)(6) 2025. The patient noticed symptoms more than three hours after inserting the infusion set. At the time of the incident, the infusion set had been in use for approximately 5 hours. The infusion set was inserted in the patient's abdominal area. As a result of the bent cannula, the patient's blood glucose level rose significantly, exceeding 600 mg/dl. To address the high blood glucose, the patient administered a correction bolus using their insulin pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.